Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while inserting a liner into the humeral stem, the stem subsided and surgeon observed fracture in proximal humerus. The components were removed and reimplanted utilizing bone cement.